Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia due to he did not noticed that he was detached from the tubing. Customer¿s blood glucose level was unknown. Customer declined troubleshooting for low blood glucose. Customer was able to set sensor feature off. The insulin pump will not be returned for analysis.